Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulat or (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient stated they got injured by a sheep and the device started "shocking them" after that. The patient turned the device off and tried to turn it back on at a different time really low and started feeling a "shocking" sensation again. The rep stated that the patient experienced pain. The rep performed an impedance check in pre-op and no impedances were noted. It was reported that the lead was replaced on (B)(6) 2026. The issue was reported to be resolved. The rep reported that they were in possession of the explanted lead, and it would be returned.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 978b128; lot/serial # (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2026; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.